Manufacturer narrative:
Analysis of the lead model 3387a-33 lot unknown found the lead body conductors were broken due to overstress. The lead was severely crushed and all conductors were broken 20.0cm from the distal end. All circuits were open. Analysis of the stylet model unknown lot unknown found no significant anomaly, though the stylet wire was bent in several locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): lead model 3487a-33, lot# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a shocking sensation while he was waiting at the dentist's about one and half months ago. Impedance values over 4,000 ohms were seen on the lead and a replacement was scheduled. During the replacement the hcp noticed a kinking and a sort of burning in the middle of the lead. They were sure that no electrocautery had ever been used near the lead. Once the lead was explanted the hcp tried to insert the guide wire, which stopped at the level of the kinking. The ins remained in service and worked normally. After the procedure the patient was fine and he could feel the stimulation.